Event description:
Customer reportedly obtained results of 238 mg/dl and 94 mg/dl on the advantage system within 10 minutes. Customer used 2 vials of the same lot for the results. No adverse event reported. No action taken on device results. Requested return of suspect system and replacement was sent.